Event description:
Per the report received from the edwards affiliate in japan, edwards received notification of a pascal precision ace procedure in mitral position. During the procedure, it was considered that air was introduced into the patient. No issues were reported during device preparation. A syringe was kept on the introducer until the guidewire was inserted. The guide sheath handle was elevated while inserting into the patient. When retracting the guidewire and introducer, both were removed almost simultaneously. The guide sheath remained empty for approximately five seconds before implant system (is) insertion. The is had been inserted approximately 5 cm into the guide sheath prior to aspiration. Full 45 ml of blood and around 10 ml of air were drawn into the syringe after aspiration. The aspirated blood was not returned to the patient and no additional aspiration was performed. Saline drips or pressure monitoring devices were attached to the device handles before steering down to the valve. St elevation was noticed while steering down to the valve, but the timing of its onset was unknown. This raised suspicion of air entry. The event was transient and resolved without the need for additional treatment. No patient injury occurred. The patient remained in stable condition and the procedure continued.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions) additional h6 type of investigation code: labelling review. H11: additional manufacturer narrative. The device history record review was completed, and the device passed all manufacturing and sterilization inspections. No nonconformance related to the complaint event was identified. Based on the complaint investigation, the complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with empirical evidence based on the information provided. Potential root causes for the presence of air may include: air from an alternative non-pascal device, omission of a flushing/de-airing step and/or improper stopcock/syringe technique. However, a true root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.